Event description:
It was reported by the customer that the device would power off and on by itself. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. All four battery pins were loose and caused the reported malfunction. These pins were tightened and then proper device operation was observed through functional and performance testing. The lifepak device was returned to the customer for use. The cause of the reported failure was determined to be due to loose battery pins.